Manufacturer narrative:
H7, h9: updated. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and the reported issue was confirmed. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty printed wire assembly (pwa). The pwa was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault 46510 alarm. The event occurred while actively infusing remodulin into a patient. Upon occurrence of the alarm, the pump was exchanged with the patient¿s backup pump. There was a patient involvement but no harm.